Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this left ventricular (lv) lead, high pacing thresholds were observed. An attempt was made to reposition the lead but a guidewire could not be inserted completely and the guidewire ultimately punctured the lead insulation. This lv lead remains in service at this time. No adverse patient effects were reported.

Event description:
(B)(4) received information that, during the implant of this left ventricular (lv) lead, high pacing thresholds were observed. An attempt was made to reposition the lead but guidewire insertion difficulty was encountered. This lv was explanted. No adverse patient effects were reported.